Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the stimulation turning up was not determined. The manufacturing representative (rep) asked/helped the patient turn off their adaptive stimulation (as). The patient continues to report increases in stimulation. The last event was (B)(6) 2018 when the patient was sitting on the toilet. The issue has not been resolved. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via a manufacturer representative (rep). It was reported that the stimulator was changing from one intensity to another on its own, no known factors led to the issue. The rep made sure adaptive stimulation was off and offered to meet with the patient. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation was either too strong or too weak and that it was related to positional movement. It was reviewed that the implanted components need to heal into place and that the patient could adjust therapy and eventually get adaptive stimulation programmed. Adjusting amplitude was reviewed with the patient. Additional information was received from the patient and their family/friend. Caller said they were wondering if all the settings are correct. Patient came on the phone and said she was still having pain. They want to know if she has the right settings. Patient said she knows it is turned on because she can feel it working. When she turns on it is not at the setting she set it at but she feels like it is. Patient stated that on 0.5. Patient asked to hold on. Caller came back on and said patient had to go to the bathroom and will call back later. Additional information was received from the patient. It was reported that the caller said the patient was in the shower this morning and when she got out, her stimulation turned up from 1.7 to 2.2 or 2.3 and it has done that a couple of times. The caller said that the other time this happened, the patient was sitting on the toilet. The caller said it first started sometime around the end of (B)(6). It happened again about a week after that and it has happened 3 times now. The patient then said if they straighten up, the stimulation still stays up and they have to move it down themselves. It didn¿t appear adaptive stimulation was enabled. The patient was directed to follow up with her healthcare provider (hcp) to investigate further. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient indicated her stimulation was jumping up to the next level. The rep reported that the patient was at 1.7ma and went up to 2.3ma without her pressing the controller. The rep reported that the patient confirmed the ma changed by her controller. The rep reported that this had happened 3 different times, once in the bathroom, shower and reaching up on her closet. The rep reported that adaptive stimulation was programmed for the patient. No troubleshooting could be done due to lack of access to the product. No further complications were reported.